Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: b5, d4, g4, h4, h6. Photo evaluation: visual analysis of the photographs identified: ¿ crease/folding of implant: not observed. ¿ inflammation/irritation: unable to observe since it is not related to the device. ¿ seroma-late: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported a left side rupture and seroma-late. Un-reporting rupture. Device has been explanted and replaced.

Manufacturer narrative:
Corrected data: d.6a

Event description:
Healthcare professional reported a left side "breast engorgement for 1 day", "there is marked folding of the implant with pericapsular fluid. There appears to be some linear echogenic foci partially visualized within the implant" and a possible left side intracapsular rupture via x-ray and ultrasound. Healthcare professional later reported the left side to be intact. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b3, b5, d6b, h6.

Event description:
Un-reporting rupture. Device has been explanted and replaced.

Manufacturer narrative:
The event of "seroma-late " is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late and rupture.

Event description:
Healthcare professional reported a left side rupture and seroma-late. The device remains implanted.